Manufacturer narrative:
Upon visual inspection, the gear unit was found to be damaged and the seal (boot) was found to be broken. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure lubricant leaked out of the sagittal saw attachment. It was reported that the lubricant leaked into the surgical site and the case was completed with irrigation utilizing saline solution (nacl 0.9%) . The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure lubricant leaked out of the sagittal saw attachment. Details of any delay, medical intervention and adverse consequences have not yet been reported. Attempts are being made to gather additional information from the user facility on the reported event. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during a procedure lubricant leaked out of the sagittal saw attachment. It was reported that the lubricant leaked into the surgical site and the case was completed with irrigation utilizing saline solution (nacl 0.9%) . The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.